Event description:
The customer reported that the 840 ventilator had a blank screen. No pt involvement. The customer support engineer (cse) inspected the device and replaced the power supply assembly. The unit passed extended self-testing.